Event description:
Meter was prompting an error 2 message. The pt had been unable to test for approx 1 day. She normally takes humulin and humalog during the day with meals and lantus at night. Because she was unable to test on her meter, she only took her lantus insulin, 30 units before bed. At around midnight, the pt woke up and her heart was beating fast. She told family member that she felt hypoglycemic. The paramedics were called and they gave her juice and a glucose paste. They tested her blood glucose after treatment and the result was 75 mg/dl. Her blood glucose was not tested prior to treatment. The reporter was unable to state if the test strips were in good condition. The pt was using the correct technique for testing and cleaning the puncture site. This complaint is being reported as an adverse event because the pt was unable to test on her meter and she withheld her insulin because of it. She did take her lantus insulin without knowing her result and hours later became hypoglycemic. A replacement meter has been sent.